Manufacturer narrative:
(B)(4). The evaluation/repair of the device has not been completed.

Event description:
It was reported that during preventive maintenance an 840 ventilator o2 sensor was found broken. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.